Manufacturer narrative:
Additional information: an incident/complaint report form was received. The complaint description on the form states cracked lens - noticed before loading. Not implanted, no patient date removed not applicable. Also noted is injector model platinum series, cartridge model platinum, lubricant type bss and duovisc. Device evaluation: visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit out of a controlled environment were observed on the surface of the lens. Residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol, indicating the device was handled and prepared for surgical use. The lens was observed with good condition of the optic zone and proper haptics shape. The reported issue was not verified in the returned sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was cracked when removed from the packaging, before loading. There was no patient contact. No additional information was provided to abbott medical optics.